Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient had an infusystem continuous pump for chemotherapy connected at the provider's office. While patient was at home, they received an alarm and error "non-disposable pump tubing". The pump was turned off at home and the patient returned to the office. The faulty cassette was replaced. It is unknown if there was no patient, or clinician injury associated with this occurrence. No further details provided at this time.